Manufacturer narrative:
Evaluated one open or used reservoir. Inspected reservoir's o-rings and stopper groove for anomalies. None were found. Also ran basal, bolus occlusion test, reservoir filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Reservoir had no air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone she was getting more air bubbles .the customer's blood glucose level was 298 mg/dl. The customer did not resolve the issue. The customer was declined to troubleshooting for air bubbles. The device will be returned for analysis.